Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd angiocath¿ plus IV catheter was found slightly cracked and leaking after it was connected with the infusion line. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Results: bd received two photos from the customer in support of this complaint. The returned photos show the reported defect. One (1) actual sample without packaging and cannula assembly was returned for investigation. The actual sample was subjected to visual inspection. The dented adapter was observed on the returned sample. The dented adapter was observed on the actual sample which caused the leakage. DHR review showed no similar defect was found in in-process and out-going inspection. No notification was raised for this defect. Conclusion: the probable root cause of the non-conformance could be due to machine misalignment during the loading of the adapter. There is an alignment tool to check the machine alignment during machine set-up. A re-training has been conducted to all manufacturing personnel on (B)(4) (isam preventive maintenance). The affected batch was manufactured before the above-mentioned re-training was conducted.